Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during the procedure, a 0.014 balance middleweight (bmw) guide wire (gw) separated into two pieces at the welding point of the proximal and distal part, outside the anatomy when inserted into the hemostatic valve. All the pieces were retrieved. A second bmw gw was used and the same occurrence happened. A third bmw gw was used to complete the procedure. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Testing was performed on sterile units returned by the account. No damage or anomalies were found. No indication of product quality issue. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the guide wire separated during insertion into the hemostatic valve. Factors that may contribute to material separation include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, inadvertent mishandling, or excessive force. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.